Event description:
A malfunction alarm was reported with the malfunction code malf 1, which resulted in a recurring issue after resetting the pump. There was no adverse impact to the customer's blood glucose level. Tandem technical support provided pump reset information and assisted in resetting the pump, but since the issue persisted, they arranged for a replacement pump. The customer reverted to an alternate method of insulin therapy multiple daily injection (mdi).